Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with a (right) 375cc mentor memorygel breast implant and a (left) 325cc mentor memorygel breast implant, suffered bilateral breast implant ruptures, post-procedure. The ruptures were diagnosed via physical examination and also confirmed via an ultrasound. As a result, the patient has been scheduled for bilateral implant removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with a (right) 375cc mentor memorygel breast implant and a (left) 325cc mentor memorygel breast implant, suffered bilateral breast implant ruptures, post-procedure. The ruptures were diagnosed via physical examination and also confirmed via an ultrasound. As a result, the patient has been scheduled for bilateral implant removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient's implants were replaced with the following: (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 9659564 sn: (B)(6) and (left) 275cc mentor memorygel breast implant catalog: 3502751bc lot: 9659557 sn: (B)(6). On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On february 3, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the gel siltex mod-rnd 375cc breast implant. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view within the siltex cracking, measuring less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.